Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected, and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The following information from the instructions for use (IFU) pertains to this event: cf-hq1100dl/I operation manual includes the detection method in chapter 3 ¿preparation and inspection¿. Cf-hq1100dl/I reprocessing manual includes the preventive measures in chapter 5 ¿reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the air/water tube. There were no reports of patient involvement.